Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Counterfeit seal was present. Top case front lower corners was chipped. Bottom case was cracked. Primary audible alarm background test was found in the event history log. The technician performed power up / start up process and occlusion flow test. The technician was unable to duplicate the primary audible alarm background test during occlusion flow test. The root cause of the reported issue was unable to be determine. The technician replaced speaker and interconnect printed circuit board (pcb) with a high profile for preventive measure. Performed preventive measures and all functional test which passed.

Event description:
It was reported that the primary audible alarm background occurred. No patient injury was reported.